Event description:
Home care provider stated unit was in a nursing home. Someone went into the room at the nursing home and detected a burning smell and turned off the unit. They stated that unit overheated. Home care provider called the FDA to report the incident. No injuries occurred and no medical intervention was required.